Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the rear response button flexible trace was cut. Additionally, there was liquid contamination on the pcb's. The root cause of the cut flexible trace cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.